Event description:
Product information, lot number: redy1611, expiration date: 01/31/2020, event information - date of occurrence: (B)(6) 2020. Placement info: right basilic. A detailed description of the event: met excessive resistance while inserting the powerglide causing the patient increased pain. Resistance felt during insertion was not normal and was excessive. The insertion was completed and the catheter remained patent in the patient. Patient information- not provided.